Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that the patient was experiencing constipation. They did not remove the device or interrogate the device (battery was dead). Health care professional was reportedly unsure about the devices relatedness to the neuropathy. No further information reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v107997, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient never had good therapeutic benefit from the device. They went through a full range of settings, turning stimulation to a level that was comfortable and trying it out, but it just did not work or help for their symptoms. It was noted that the patient had had 2 bladder sling surgeries, and tried biofeedback, but was still very incontinent. It was clarified that getting out of bed, when their feet hit the floor, they wet themselves; they have no feeling as to urgency at all, and have no clue when they need to urinate. It was reported that the patient¿s battery lasted ¿probably 6 years,¿ and went dead 2-3 years ago. It was not known if the battery depletion was normal, ¿it just stopped responding.¿ then ¿4-6 months ago ,¿ around (B)(6)2016, the patient started experiencing low back pain. In late 2016, possibly (B)(6), the patient developed an issue with neuropathy, and developed pain in their legs and feet. It was noted that they took epidural injections to help with this. Their healthcare provider wanted to do an MRI on their low back, and since the battery was dead, they decided to explant the system. It was noted that the lead broke and was still in the patient¿s body; the device had been explanted, but the lead was still in the body. No further patient complications are anticipated or expected as a result of this event.